Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(6) 2014: this case concerns a pt who developed arthritis after receiving synvisc for (B)(6). Although the role of device cannot be ruled out based on the device event femoral relationship; however, lack of detailed info about medical history, lab data, any concurrent medical illnesses, clinical course etc. Of the pt precludes a comprehensive assessment in this case.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2014 from an orthopedist. This case is cross referred with the case (B)(4) (cluster). This case concerns pt (demographics not provided) who developed arthritis after receiving treatment with synvisc. No past drugs, medical history, concomitant medication and concurrent condition were reported. On an unk date, the pt initiated treatment with intra-articular synvisc injection at a dose of 2 ml (frequency, batch/lot number and expiration date: not provided) for gonarthrosis. On an unspecified date, after unk latency, the pt developed arthritis. Action taken: permanently discontinued. Corrective treatment: unk. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Arthritis (arthritis). Reporting orthopedist's seriousness assessment: serious (persistent or significant disability/incapacity). Reporting orthopedist's causality assessment: unk.